Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing collar would not screw into the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported healing abutment was returned for investigation. Visual evaluation of the as returned product identified minor signs of use around the threads but no evidence of any damage or malfunction. Functional testing was performed using applicable in-house implants; the devices were able to assemble with the mating implants successfully. The doctor was attempting to place the device on an unknown tooth locations when the incidents occurred. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing collars would not assemble with mating implant. The healing collar was returned but the reported complaint could not be verified since the implant was not returned. A definitive root cause for this complaint could not be determined. The following sections have been updated: expiration date, UDI , date received by manufacturer , device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, and evaluation codes.